Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a direct relationship between the device and the reported epistaxis could not be conclusively determined through this evaluation. The account reported that the patient had frequent nosebleeds and melena. The patient¿s gi tract was consulted which revealed no need for intervention and the account attributed the melena to be the result of epistaxis. The patient had an inr of 9.9 upon admission and a hemoglobin of 4.8. The patient was transfused 3 units of blood and the patient¿s inr was corrected to 1.78 with a hemoglobin of 7.8. No active bleeding was identified through an ent consultation and no procedures were performed. The patient remains ongoing on vad support. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent nosebleeds and melena. Gi was consulted and decided there was no need for intervention as the melena was likely a result of epistaxis. Patient's inr was 9.9 on admission and hemoglobin dropped to 4.8. Patient was transfused 3 units of blood and hemoglobin jumped to 7.8, inr corrected to 1.78. No active bleeding at the time of ent consult. There was no procedures performed. No further or additional information was provided.